Manufacturer narrative:
The returned item exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. Not all pieces were returned. The device history records were reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#:42517000707; tibial articular surface provisional left size gh, lot#: 63288410. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04124.

Event description:
It was reported that during an initial knee surgery, surgeon was attempting to insert +0 tasps bottom left (e-f), while doing that it broke in the patient while flexing knee. Surgeon also attempted to put together +0 tasps bottom left (g-h), and it also broke into pieces.